Event description:
It is reported that revision surgery occurred due to breakage. Exact implant and explant dates are unk.

Manufacturer narrative:
Other device use: cat# 00999301754, zimmer hip sys femoral body revision porus, lot# 60300584. Problem: eval summary: the taper stem has fractured at the junction with the core body. Scanning electron microscopy shows that the fracture has occurred by fatigue. The package insert contains statements warning that device fractures may occur when excessive pt weight, excessive pt activity, or lack of proximal support of the body are involved. Not all of these factors are known for this case. There is no definitive indication that design or MFR of the device contributed to the outcome described here. Risk mgmt activity has been initiated. Should add'l substantive info be rec'd, this report will be amended. Evaluation: the returned stem meets spec where measureable in its current condition. Device history records indicated device mfg to spec. Scanning electron microscopy analysis of the stem fracture surface was conducted on the proximal part inside the body component. Examination showeded beach marks and fatigue striations indicating that fracture occurred by fatigue. Energy dispersive spectroscopy analysis of the stem material showed ti, al and v elemental peaks typical of tivanium alloy.